Manufacturer narrative:
Review of the most recent repair record determined the eccentric system and oscillating system were malfunctioning. The eccentric system and oscillating system were replaced and resolved the reported issue. Review of the previous repair record identified the eccentric system and oscillating system were malfunctioning and were replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: slovakia investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw attachment suddenly stopped oscillating during surgery. There was no harm to the operator or the patient. Surgery was completed with an alternative device. This event is related to a malfunction that could potentially lead to serious injury. However, in this case, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date, no additional information or product has been received.